Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on 19-nov-2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 24 hours. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.